Event description:
The reporter did not state the reason for the return of the personal alarm loud model 8202l. There was no pt contact or injury reported. Inspection shows that the alarm has damage which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Eval codes results - (other) the alarm unit is missing the battery door and a red battery wire is cut, but the alarm still produces a tone.